Manufacturer narrative:
(B)(4). Batch # p5706u. Device evaluation: the analysis results found that one sc60 device was returned with the firing mechanism damaged. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and firing shuttle was noted to be separated from the pawl, causing the firing mechanism not to properly operate. The device opened and closed without any difficulties noted. This damage is consistent with high (outside indicated use) forces applied to the firing mechanism possible due to thicker tissue then indicating or attempting to fire a partially fired or a fully fired reload. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that could not return blade. During the endoscopic pulmonary bullae, after fired, could not return the blade, used manual release lever to return the blade. There were no adverse consequences to the patient.